Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire was not able to pass smoothly through the lumen of the left ventricular (lv) lead. A second competitor guidewire was attempted with the same result. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analysis noted that the lead was returned. No guidewire returned with the lead. The guidewire test was performed using the guidewire sample in the rpa lab. The guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.